Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear, and the liner was not fixed in the cup. Update (B)(6) 2017: litigation received. Litigation alleges discomfort, pain, stiffness, loss of motion, metal toxicity, implant loosening, metallosis, necrosis, and soft tissue damage. Added the head for metallosis and stem for elevated metal ions. Added the complainant information. Update (B)(6) 2017: pfs and medical records received. After review of medical records for the MDR reportability, in addition to what was previously reported, revision notes reported implant noise, a large amount of black staining material, and gross soft tissue laxity.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges constrained liner. Added lawyer, law firm and revision hospital. Added unknown hip implant due to previously alleged implant loosening.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.